Event description:
It was reported that while the ventilator was connected to a pt, it generated a low minute volume alarm. It was disconnected and the respiratory nurse bagged the pt. The ventilator was connected back to the pt but it was observed that there was little or no exhaled volume returning. The pt circuit was checked for leakage but no leakage was found. The ventilator was replaced with a similar one. It was further stated that prior to connecting to the pt, the ventilator had passed the pre-use checks. There was no pt harm. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.